Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis.

Event description:
It was reported the patient underwent an unrelated surgery where the ipg was not set to surgery mode. Surgical intervention took place wherein the ipg was explanted and replaced. Effective therapy was established.